Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had quick serter anomaly. Customer's blood glucose was 600 mg/dl. The customer keeps getting bent cannulas and thinks its due to the serter. The customer stated that the inside on the infusion set gets stuck to the serter. The customer was advised and reviewed the proper use of serter. The customer was advised to return the used serter and we will be sending replacement.